Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: shell intima peeling.

Event description:
Healthcare professional reported "shell intima peeling suspected" on left side. The device has been explanted.